Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was 42 mg/dl. As the contact did not have the pump at the time tandem technical support was called, troubleshooting to determine a possible cause of the occlusions was unable to be performed.